Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
An (B)(6) female patient underwent evar on (B)(6) 2015. The patient had no known pre-existing conditions and the anatomy was neither tortuous nor calcified. The physician could not use a main body graft because the patient's aortic neck diameter is only 15-16mm and use of a zenith main body graft would have been 38% oversized. The physician decided to insert two zenith spiral-z iliac leg grafts instead to repair the aneurysm. The two zenith iliac leg grafts totaled a length of 129mm with the proximal stent just inferior to the most inferior renal orifice. Both iliac leg grafts were deployed at the same time and then another manufacturer's pta balloons were used with a kissing balloon technique. On the final angiogram, a type IV endoleak was noted so a shorter iliac leg graft was used to repair the endoleak. The patient did not experience any adverse effects. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, device history record and instruction for use was conducted during the investigation. Although no product was returned, imaging was provided. The imaging review report it states the following findings, "1. Five videos (aortograms) were provided in an anterior view. 2. There were only post-op aortograms provided so it is not possible to determine the size of the aneurysm being treated. There was no measurement tool attached to the aortograms, so there is limited information to determine the aortic measurements. 3. An (B)(6) year old patient underwent evar on (B)(6) 2015. The patient's aortic neck diameter was between 15-16mm, which is outside the indications for use for this product (18-32 mm). The use of a zenith mainbody would have been oversized by 38%. 4. The report from the hospital demonstrated that three devices had been implanted within the patient in an off-label manner. The two initial implants (zslwe-13-107-zt) were placed at the same level, below the renals, with each of those two proximal sealing stents having a diameter of 13mm. Placement of the two 13mm stents in an aorta that is 15-16 mm in diameter will prevent the stents from expanding fully. The zsle stents are not designed to form a seal when deployed in this manner. This could likely result in an endoleak from guttering. 5. Devices implanted, per the hospital's notes: right common iliac (zsle-13-107-zt) & left common iliac (zsle-13-107-zt, zsle-13-74-zt) it is also important to note that the devices crossed as they moved up the aorta. For example, the device inserted in the left common iliac ultimately sealed proximally on the right side of the aorta below the right renal." The imaging review report it states the following impressions, "1. The endoleak represents a type 1 endoleak throughout the proximal seal stents of the two zsle's that were implanted side-by-side. The guttering between the two zsle's would likely create a type 1 endoleak, since these two legs were not designed nor tested to be used in this off-label manner. 2. The report references that two zsle's were used on the left side, but based on the imaging they were likely implanted in the patient's right common iliac." The device history record was reviewed for potential quality issues and none were found. There is no evidence to suggest that the product was not manufactured to the correct specifications. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, the indication for use is written as, "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." The IFU also states, "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The device was used outside of the indications for use as stated in the IFU. It is feasible to suggest that the endoleak was due to the off-label use of the device. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
An (B)(6) year old female patient underwent evar on (B)(6) 2015. The patient had no known pre-existing conditions and the anatomy was neither tortuous nor calcified. The physician could not use a main body graft because the patient's aortic neck diameter is only 15-16mm and use of a zenith main body graft would have been 38% oversized. The physician decided to insert two zenith spiral-z iliac leg grafts instead to repair the aneurysm. The two zenith iliac leg grafts totaled a length of 129mm with the proximal stent just inferior to the most inferior renal orifice. Both iliac leg grafts were deployed at the same time and then another manufacturer's pta balloons were used with a kissing balloon technique. On the final angiogram, a type IV endoleak was noted so a shorter iliac leg graft was used to repair the endoleak. The patient did not experience any adverse effects.